Manufacturer narrative:
The reason for reported pain and limited range of motion (rom) could not be determined due to limited information received. The part and lot information of the devices in question is unknown. Hence, a review of the dhrs (device history records) could not be conducted. The package insert states that this type of event(s) can occur and all risks are addressed in the risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The patient was revised to a different implant from another manufacturer and arthrosurface toemotion components have been explanted. Should arthrosurface receive any additional information which would change or alter any conclusions or information, a supplemental MDR will be filed accordingly. We will continue to monitor the trends.

Event description:
A revision notification was received which stated that a toemotion patient was revised due to pain and limited range of motion (rom).